Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, catalog #3501660, lot #220886 manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor smooth round moderate profile 325cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with an unspecified prosthesis on (B)(6) 2018.

Manufacturer narrative:
On 02/15/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor the device was received without fluid. Brown foreign material was observed within the device. Device was observed with a crease on the posterior aspect, a rent was also observed measuring 0.6 cm within crease on the posterior aspect. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).